Event description:
The customer reported leakage from under cassette during priming, the system primed and tuned successfully even though a lot of fluid was leaking down front of console. The customer also noticed "stop" sign on screen with an error message, quick start pressed and another error message came up and the fluidics module was disabled. Console shut down and restarted a new cassette inserted, this time no fluid leakage during prime and no error messages. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).